Event description:
It was reported by service report that the error code 304 was displayed. The ibed for the foot right side rail would not work. No patient involvement or adverse consequences are reported.